Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Update sections d10 and h3.  The sheath was returned after use to edwards lifesciences for evaluation.  The returned device was visually inspected and the following observations were made: observed multiple kink on sheath shaft at 1¿, 3.75¿, 4.25¿, 7.77¿ from distal strain relief ; the sheath liner delamination, full circumferential delamination approximately 7¿ from distal tip; sheath liner bunching at delamination area approximately 2.25¿ in length; marker band present and intact; scratches observed on hdpe along the length of delamination are one has one deep scratch 2¿ from distal strain relief. Due to the nature of the complaint, no functional testing and no dimensional analysis were conducted. The complaints were confirmed visually. During manufacturing, the esheath final assemblies were 100% visually inspected by both manufacturing and quality for any defects. After sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The verification includes visual inspection for abnormalities both before and after seam expansion testing.  All testing passed specifications for lot release.  The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review was performed and did not reveal any other similar complaints.  A review of complaint history from january 2019 through december 2019 revealed additional returned similar complaints for the esheath (all models) for sheath shaft kinked/bent, or sheath distal tip liner delamination.  The complaints were confirmed, however, no manufacturing non-conformities were identified during the evaluations. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath distal tip ¿ liner delamination, and sheath shaft ¿ kinked, bent were confirmed based on the visual inspection of the returned device. Investigation of the device and review of lot history, complaint history, and DHR revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per the case notes, there was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Per report, ¿the 16fr esheath "accordioned" in mid area of the sheath upon removal of the delivery catheter post implant¿. Based on the scratches observed along sheath shaft observed on the returned device, it is possible that the sheath interacted with calcification when the device was moved through patient¿s vessel. It is likely that calcification could have caused non-coaxility between the delivery and sheath tip. This can cause the delivery system to catch on the sheath during delivery system retrieval leading to delamination of the sheath tip. Per report, ¿the wire with the delivery catheter was removed and then it was unable to rewire thru the sheath, the physician tried to insert the dilator and that's when he realized the sheath was collapsed. Multiple attempts were made to rewire with different wires but was unsuccessful.¿ such intervention could cause excessive manipulation of the sheath during attempted retrieval and rewiring may have caused kinking of the sheath. While a definitive root cause is unable to be confirmed, available information suggests that patient (calcification) and/or procedural (non-co-axial withdrawal/excessive force and manipulation) factors may have contributed to the reported complaint events. Since no product non-conformance or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and no preventative or corrective actions are not required.

Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr with a 29mm sapien 3 valve in the aortic position, the 16fr esheath "accordioned" in the mid section of the sheath upon removal of the delivery catheter post implant. The team did not detect this upon delivery system removal. The wire with the delivery catheter was removed and when the physician tried to insert the dilator he noticed the sheath had collapsed and was unable to re-wire through the sheath.  Multiple attempts were made to rewire but were unsuccessful. The patient was transferred to the or for surgical repair.  The patient was stable post procedure.